Event description:
It was reported that the patient had received multiple inappropriate shocks due to oversensing. Noise was observed via review of egms. Suspected externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.